Event description:
It was reported that while a holter monitor was being worn by the patient, the device did something that the "holter sees... (But) that is hard to recognize." Significant analysis of device and holter episodes and session data were reviewed and it may be that the device was pacing at a higher rate than expected by the physician. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).